Manufacturer narrative:
After battery installation, the down button worked intermittently. Upon further review, there was corrosion on the traces and pad underneath the down keypad button. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was intermittent response by down button press. The customer¿s blood glucose level was unknown. Customer stated that the block mode was not active. Customer replaced the battery still buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.